Event description:
Customer reported that the collimator leaves are visible in the images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a missing screw that held the collimator leaf motor in place. System operates as intended. This MDR is related to ge healthcare complaint.